Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the vicryl suture used on? How was the suture placed (interrupted or continuous)? Were there cultures taken of the wound? What was the result of the cultures? Can you describe the appearance of the vicryl suture during the second procedure? What are the patient medical history including allergies? What medical treatment/ medication was used to treat the infection? What is the surgeon opinion of contributing factors to the infection? What are the patient age, gender, weight? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a foot internal fixation on (B)(6) 2017 and suture was used. An infection was noted on the suture knot on (B)(6) 2017. The surgeon removed the suture knot and re-sewed the wound. The patient¿s condition changed better.

Manufacturer narrative:
Evaluation summary: a representative sample was returned for evaluation. The representative sample was examined for visual defects. The packet was opened and during the visual inspection the needle/suture was correctly placed on the winding former. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture. Additional information was requested and the following was obtained: what tissue layer was the vicryl suture used on? Unk how was the suture placed (interrupted or continuous)? Continuous were there cultures taken of the wound? Unk what was the result of the cultures? Na can you describe the appearance of the vicryl suture during the second procedure? Normal what are the patient medical history including allergies? Unk what medical treatment/ medication was used to treat the infection? Resewing. What is the surgeon opinion of contributing factors to the infection? Unk what are the patient age, gender, weight? Unk what is the current condition of the patient? Stable